Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device check, it was noted right ventricular (rv) lead t-wave oversensing (twos) was observed on a previous episode. The cardiac resynchronization therapy defibrillator (crt-d) inappropriately detected the episode and inappropriate therapy was delivered. The crt-d was reprogrammed and the deivce and lead remain in use. No further patient complications have been reported as a result of this event.